Event description:
On (B)(6) 2014, it was reported that the patient had experienced erratic blood glucose levels, as high as 400 mg/dl and as low as 39 mg/dl, for several days. She thinks the infusion device does not deliver an accurate amount of insulin. The patient experienced low blood glucose, dizziness, nausea, and unconsciousness. Ems arrived at her home and treated her with a glucose serum. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.